Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that they pressed the esc and act buttons to clear the alarm but it did not work. Customer stated that the pump was not exposed to a high magnetic field. Customer did not drop the pump and the connections were okay. Customer had to discontinue use of the pump and follow his/her medical prescription for insulin shots until the replacement arrives.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. Insulin pump was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery test and occlusion test were unable to perform due to the motor error alarms. All buttons function properly. There was no damage noted on keypad traces. The j2 connector on lcd/b was locked. The pump had a minor scratched display window and a cracked reservoir tube lip.